Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp)'s screen was unreadable. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was a poor contact that made the screen unreadable, the fse dismantled the display and reinstalled the video receiver to lcd cable (0012-00-1747). This resolved the issue. The device was operational according to manufacturer recommendations.